Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2015. On (B)(6) 2017 the patient is reported to have an unknown endoleak. The physician is planning on completing additional testing to identify where the leak is coming from. A secondary intervention is not planned at this time. Patient status is unknown, there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on lack of medical information available for review, there was no evidence to support the following reported events; unknown endoleak, and planned diagnostic angiogram. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information surrounding the event. Associated clinical harms for this event included: unknown endoleak; planned diagnostic, endovascular procedure. There were no further adverse events reported. Device was not returned, therefore, a sample evaluation was not completed. These types of events will be monitored and trended as part of the quality system.